Event description:
Procedure: nissen. According to the reporter: while trying to staple the stomach, the blade broke. The instrument would not fire a subsequent sulu. The surgeon needed to change the angle of the staple line to reinforce the previous staple line. Another load and stapler was used to complete the staple line.

Manufacturer narrative:
(B) (4)